Manufacturer narrative:
As reported in the publication by gao et al, incidence and morphological predictors of intrastent coronary thrombus after drug-eluting stent implantation (from a multicenter registry); american journal of cardiology (2016 feb 1), 117(3):369-375; there were 16 patients with coronary stent thrombosis, and one patient with coronary stent thrombosis and stent malapposition in the sirolimus-eluting stent (cypher) arm of the study. The products remain implanted in the patient. A DHR could not be conducted as a lot number was not provided. Very late thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
As reported in the publication by gao et al, incidence and morphological predictors of intrastent coronary thrombus after drug-eluting stent implantation (from a multicenter registry); american journal of cardiology (2016 feb 1), 117(3):369-375; there were 16 patients with coronary stent thrombosis, and one patient with coronary stent thrombosis and stent malapposition in the sirolimus-eluting stent (cypher) arm of the study.